Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. There was no patient injury and the patient had previously had a lasik procedure which made calculating the iol power the patient required difficult.

Manufacturer narrative:
In follow up with the surgeon it was learned that the intraocular lens (iol) was discarded during the surgery. The patient is reported to be doing fine. Manufacturing records were reviewed and no deviations were noted. Diopter measurement records were verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.